Event description:
Boston scientific received information that during a routine in-clinic follow up, this left ventricular (lv) lead exhibited increased threshold measurements. During fluoroscopic imaging, the lead appeared compromised near the left clavicle. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.